Event description:
It was reported the patient experiences a 'sticking' sensation and burning at the ipg site regardless of stimulation. The patient is pending a surgical consult.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.